Manufacturer narrative:
This report is filed on august 05, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced migration of the electrode array, resulting in the decision to explant. The device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report august 05, 2016.

Manufacturer narrative:
This report is filed august 29, 2016.